Event description:
It was reported by repair work order that the power load unit will not unload the cot from the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.